Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the eye of a female patient because she could not tolerate the multifocal lens. The replacement lens was a monofocal, model zcb00. There was no complaints or infections reported post-op. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.